Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was scheduled for vns replacement due to battery depletion. Once the surgeon opened the pocket to get the older device, out he realized the patient's device was completely turned around and the lead was also completely twisted and had a large break in it. The surgeon, decided that the next best step was to do a full revision for the patient. Full revision was completed and impedance was within normal limits after surgery. Suspect product has not been received into product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
H10. Corrected corrected data, supplemental #2 report: inadvertently left out which information was correction. - b5. Corrected description of event, supplemental #1 report: inadvertently left out information regarding the product being received.

Event description:
Surgeon reported that the cause of generator twisting is patient manipulation or trauma. The intervention taken for the generator flipping was to reinitiate vns treatment. The cause of lead break is the generator twisting contributing to the fracture. The generator battery had been depleted and therefore the impedance couldn't be tested before surgery.

Event description:
The explanted lead was received for product analysis. Lead product analysis was completed. The lead assembly was returned for analysis due to fracture of lead. The reported fracture of lead was not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Abrasions were observed in various locations along the lead and possibly caused by wear. Other than the abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.